Event description:
Pump was reported to overinfuse during clinical use. A 500ml bag with 25,000 units of heparin was set to infuse at a rate of 22ml/hr on a 35 week along pregnant woman. The entire bag reportedly infused in 2.5 hours. No add'l clinical details were able to be obtained. No injury was reported.